Manufacturer narrative:
According to the practitioner two implants didn't take and failed to integrate. Two implants have been placed in 25 and 27 positions on (B)(6) 2017. Twenty one days after the implantation, the practitioner has found that the implants failed to integrate.

Event description:
Two implants fail to osseointegrate.